Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bio-ID had intermittently failed. A field service engineer confirmed that the bio-ID was restored after a reboot. Upon remotely accessing the device, the engineer discovered duplicate entries in the device manager under the lumidigm bio-ID, which were subsequently deleted. Additionally, the engineer noted that the speed and duplex settings were configured to auto-negotiate, which was then adjusted to 100 mbps half-duplex. A hardware test application was utilized to assess the bio-ID, which was found to be operating correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es bio-ID failed to work, repeatedly returning to the login screen. The malfunction occurred when a user trying to issue medication to patients, ensuring that there was no delay in patient care. The device was rebooted, and the bio-ID was restored. There were no adverse events or injuries reported based on this event.